Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and an infection at the needle puncture site. On an unspecified date, the patient consulted a health care provider who prescribed an oral antibiotic medication (amoxicillin, unspecified dosage) for the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.